Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer dropped the pump. Customer's blood glucose level was 187 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.